Manufacturer narrative:
Unit was at end of life. No repair completed. Block a: patient information could not be obtained due to country privacy laws. Block h4: date of device manufacture year is 2000. The month of manufacture was august. Legal manufacturer: hcs helsinki - kuortaneenkatu 2 finland helsinki etela-suomen laani, fin-00510.

Event description:
It was reported that there was a malfunction during pre-use checkout resulting in prolonged excessive pressure. There was no patient involvement.